Event description:
It was reported a perforation occurred. On (B)(6) 1997, patient was implanted with a greenfield vena cava filter (gvcf). On (B)(6) 2018, patient underwent a computed tomography (CT) scan to reveal all of the struts had perforated the inferior vena cava (ivc) wall. One strut impinges on the l3 vertebral body cortex and another strut impinges on the aortic wall. The filter remains implanted.

Event description:
It was reported a perforation occurred. On (B)(6) 1997, patient was implanted with a greenfield vena cava filter (gvcf). On (B)(6) 2018, patient underwent a computed tomography (CT) scan to reveal all of the struts had perforated the inferior vena cava (ivc) wall. One strut impinges on the l3 vertebral body cortex and another strut impinges on the aortic wall. The filter remains implanted.